Event description:
An explant occurred on (B)(6) 2023. The patient was receiving inconsistent pain relief due to serious medical conditions. Saluda medical representative has advised that the patient received some pain relief during their trial and after the permanent implantation of saluda medical spinal cord stimulator. It has also been noted that the patient had stopped using their stimulator since (B)(6) 2023. No device deficiency were noted.